Manufacturer narrative:
Additional information was received that the location of infection was on the patient's lead incision site. It was also noted that the trigger point injection given was for the patients pre-existing pain for headaches.

Event description:
A report was received that the patient developed an infection at the incision site. It was noted that the infection was caused by a trigger point injection that was given by a different physician. The patient was placed on antibiotics and underwent an explant procedure. The physician believed that the infection was not device related. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 17186958/17734874, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the incision site. It was noted that the infection was caused by a trigger point injection that was given by a different physician. The patient was placed on antibiotics and underwent an explant procedure. The physician believed that the infection was not device related. No device malfunction was suspected.